Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged and loose power supply connector. The root cause for the damaged and loose power supply connector could not be positively identified. There was no adverse event that resulted from the damaged charger.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged and loose power supply connector. Correction: charger was refurbished by distributor.

Event description:
A us distributor reported that a battery charger had a battery charger problem.